Event description:
It was reported that a skin reaction was reported. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, and infection, extended beyond the patch perimeter. The reaction was treated with a prescription of flucloxacillin 250 mg 4 times a day for 7 days. At the time of the report the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).